Manufacturer narrative:
Amo's clinical development manager (cdm) was dispatched to evaluate the system. Cdm gelled and adjusted the system to increase ease of flap lift. Surgeon was pleased with the change. Surgeon felt the difficult lifts could be the cause of the dlk. No dlk was found in a new group of treated patients.

Event description:
Customer reported 3 diffuse lamellar keratitis (dlk) cases. Patient had trace dlk on the right eye. Patient was prescribed prednisolone acetate. Uncorrected visual acuity was 20/25 on the right eye. Follow-up information indicated that the patient had resolved with a best corrected visual acuity of 20/20.